Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned right atrial (ra) lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a clavicle fracture. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported. This lead was returned and the product analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a clavicle fracture. A surgical intervention was necessary to resolve the issue. This lead was replaced. No additional adverse patient effects were reported.